Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple noise reversions, all ventricular were observed. The patient has underlying sinus rhythm. Ventricular lead noise could be recreated with isometrics. No inhibition of pacing noted. Programming changes were made. Patient is a poor historian, but not thought to have suffered any ill-effects as a result. No further action to be taken. Patient will continue to be followed up as normal. Lead remains implanted.